Event description:
It was reported that there were 2 instances of leaking cassette that happened once in january and another one in february. Customer also noticed that some cassettes are not fitting well on the pump. There was unknown patient involvement, and unknown harm/adverse event was reported.

Manufacturer narrative:
B3: exact date not reported. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.